Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false bradycardia and a false pause episode due to undersensing were observed on the implantable cardiac monitor. The patient has not returned for follow-up. No further information was reported.